Event description:
The pmta applicator was placed percutaneously into the target liver tissue. The ablation procedure parameters were set at 180 watts and 3 minutes. Treatment completed, applicator pulled back by 2 cms. Treatment cycles 2-7 were then conducted. During treatment 7, a reflected power trip occurred. The applicator was removed from the target tissue and approximately 11mm of the ceramic tip was missing.